Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (368-approximately 400 mg/dl). The bg level would "typically" subside back to target level approximately 6 hours after the pump supply change. A bolus via the pump would typically be delivered to address the bg level. Tandem technical support had the customer perform a pump system check. No device issues were observed. The customer was confident with the current performance of the pump and supplies and would monitor the bg level.